Manufacturer narrative:
Concomitant products: product ID: 3031a, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Patient reports all three lights were lit on back of pp, this occurred after patient used pp (patient programmer). She had to replace 9 volts battery every other day. The patient was not experiencing any symptoms due to pp issue. She had not dropped or gotten pp wet and was not sure what could have caused pp issue. Prior to the call, she changed the batteries, which did not resolve reported issue of all three lights being lit. During the call, patient services reviewed when all three lights were lit on pp, it indicates a stuck key. Removing 9v battery, pressing and release all buttons, then placing battery back in pp did not resolve the issue. Repair stated that lights staying lit on back on pp can be reason why patient had to replace battery in pp every other day. Event date for pp lights lit was (B)(6) 2015. Event date for patient having to change out pp battery every other day was (B)(6) 2015. Patient mentioned she saw hcp(healthcare provider) yesterday and hcp indicated that implant was fine and functioning as it should. Patient mentioned at beginning of call that she had just catheterized, no further information was shared. Repair reported that patient program mer seems to be working right now for her. When trying to increase the light flickered. No patient harm reported. Currently no device returned. The indications for use for this patient was urinary dysfunction/sacral nerve stimulation. Additional information requested regarding the patient retention. Follow up will be submitted if additional information is received.

Manufacturer narrative:
The patient's retention was a pre-existing condition.

Event description:
Additional information received from the consumer reported that she did have urinary retention prior to implant and that her doctor directed her to use catheters for the retention.

Manufacturer narrative:
Deleted code for retention as the consumer previously reported that the condition was pre-existing to the implanted device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2016 reported that they replaced with 9v battery with a new battery on their programmer but it didn't work. They then used another new 9v battery and it worked. On (B)(6) 2016 the patient stated that the programmer they received from repair was a "piece of junk" that doesn't work.

Manufacturer narrative:
Based on additional information received, adverse event no longer applies to the event. Only product problem applies. If information is provided in the future, a supplemental report will be issued.